Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Primary mako right total hip with 3.0 system was implanted on (B)(6), 2015. Surgery ended fine but surgeon called sales rep 2-3 hours post op and advised the rep that the op x-ray revealed cup had flipped out and was no longer in the acetabulum due to malposition in patient and needed to be revised. Scheduled revision for following day on (B)(6), 2015 and removed all components.